Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors and failed battery test alarm. Customer¿s blood glucose was 273 mg/dl at the time of incident. Customer "was" successfully "pass" the self test but unable to clear failed battery test. The insulin pump will not be returned for the analysis.